Manufacturer narrative:
(B)(4). Additional details were received stating this lead was subsequently removed from service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2000 ohms on the left ventricular (lv) channel. Additionally, loss of capture was observed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system remains implanted and efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.